Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber tip exhibits no signs of usage. The fiber is broken 5 inches from the distal tip within the outer flow tubing. The break location is between distal tip and control knob. The fiber is bent, crushed, and no signs of melting at break location. The fiber was tested with hene laser fixture, aim beam is present at break location. The outer flow tubing open end exhibits minor scratch marks. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis of the device found that the fiber was broken within the white tubing. There were no clinical consequences to the patient.